Manufacturer narrative:
The subject device has been received. And is currently in the evaluation process. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. The investigation is ongoing. And follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during an unknown procedure. The dilation balloon became stuck in the channel, and there was a probable fluid invasion when using the evis exera ii gastrointestinal videoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Updated fields: d8, h6, h10 corrected fields: g2 (added selection), h3/h10 (information regarding reprocessing steps and evaluation findings was inadvertently omitted on the first supplemental). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The dilation balloon was stuck in the channel. Additionally, foreign material was found adhered to the distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was user error. It was confirmed that the user used the dilation balloon in the previous procedure. It is likely the dilation balloon was stuck in the channel since it was from the previous procedure. The foreign material on the distal end could not be identified but it is likely the material remained on the device due to incorrect reprocessing. As the dilation balloon was stuck in the subject device from the previous procedure, this indicates reprocessing was not properly performed. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. There was no delay to the start of pre-cleaning, which was properly implemented. There were no issues with the accessories used for reprocessing. The distal end was wiped/brushed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b5).

Event description:
Additional information provided by customer. The intended esophageal dilation procedure was performed successfully with no delay. There were no reports of patient harm associated with this event.